Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump. Customer's blood glucose level was unknown. Customer did not receive second series of beeps. Customer reported that the reservoir and the motor will stop during the prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk. No audio/vibrate anomaly/absence of alarm noted during test.